Manufacturer narrative:
Report received via medwatch mw5078583.

Event description:
The balloon was inserted on (B)(6) 2018. Thirty-six hours later, the patient was hospitalized with severe nausea, vomiting and abdominal pain right after the placement of the balloon. During the removal of the balloon, the physician noted a lot of fluid in the stomach and the fluid was not emptying which was probably causing the severe symptoms. Once the balloon was removed, the symptoms resolved immediately.

Event description:
The balloon was inserted on (B)(6) 2018. Thirty-six hours later, the patient was hospitalized with severe nausea, vomiting and abdominal pain right after the placement of the balloon. During the removal of the balloon, the physician noted a lot of fluid in the stomach and the fluid was not emptying which was probably causing the severe symptoms. Once the balloon was removed, the symptoms resolved immediately.